Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint involved four (4) different patients. A separate FDA form 3500a has been completed for each patient. (B)(4).

Event description:
It was reported that a patient developed an infection on their knee after wearing aquacel (tm) ag surgical hydrofiber (tm) dressing. The physician explained that after knee surgery the dressing was changed on the third post-operative day by the resident physician who also discharged the patient home. During the follow-up appointment; the physician noted that the patient had developed an infection on the knee. It was further reported that this occurred with a total of four patients. The physician reports that he referred these patients to a local plastic surgeon for further treatment. He also added that he does not believe the product was responsible for the infections.